Event description:
During preventative maintenance of the device, the user reported the central control monitor displayed the error message: "system computer needs service". The user powered the device down, then back on and the device functioned as expected. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.